Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that was leaking worse then ever for the first week. Patient called local manufacturing representative and they said to be patient with it and the next week the therapy worked wonderful. They only got up once or twice at night. Then muscles got use to the stim and they started the leakage problem again. They called the physician assistant and was told to turn up the amplitude as high as four or try a different program. If the patient goes past 1.5, they feel the muscles in their bottom and it's uncomfortable. On program 2 at 1.6 it is helping their symptoms, but it is not doing anything like when they had the temporary one installed. They are very disappointed in their results. Now the patient has some leakage during the day when doing physical labor and none at night. They expel 8-9oz during the night and 4-6oz during the day. Patient didn't want to go all the way to the doctor to just have their settings changed. Offered to help change programs but the patient declined indicated that they knew how to change the programs. Suggested monitoring they symptoms for a couple days to see if the symptoms improved. The patient's relevant medical history included deep brain system. Patient has had constipation and has taken more fiber as a result. Additional information was received from the patient. The reason for call was to report that since implant they haven't found a setting to help control bladder leakage and not affect their bowels. Patient said that they have spoken with the local manufacturer representative (rep) at least a month ago about therapy issues. Patient said that they have tried different programs and would like additional assistance with programming. The caller was redirected to speak with the rep for programming guidance. Additional information was received from the patient. Patient called back in regard to a continuation of issues reported in this case. Patient said that they continue to have the issue where they cannot control the leakage without effecting their bowel in a negative way, where they can't have a bm without straining. Patient said usually they will turn their ins off and then wait a couple of days for their body to let them have a regular bm and then will turn the ins back on. But they said as soon as they turn on the ins, it tightens up their bowel. Patient said they turned the ins off about 3 months ago now and has left it off but their bowels have not been back to normal since. The reason for call was patient wanted to know how long it takes for their bowels to go "back to normal". Reviewed information. Patient said they have an appt with the medtronic rep tomorrow to see if they can help. Additional information was received from a patient. It was reported that when they first received implant didn't notice improvement until the second week however the results only last for a week. Patient said that has tried several programs, 1,2,6 and b and c. Patient said that when tried programs 4 or 5 they made their bowels tight. Patient said that in between switching programs turned stimulation off for a week. Patient said that saw local representative around (B)(6) 2023 and they changes setting to program c. Patient called representative a couple days ago and was redirected to contact a different field representative however said was told to schedule an appointment at their hcp's office. A. Patient said that they switched to program b and c and tried that for about a month however became frustrated with results and turned therapy off for the last 3-4 months. Patient asked for assistance in making an adjustment. Reviewed therapy information and general programming guidance. With instruction, patient connected to implant and switched programs. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Additional information was received from the patient. It was reported that they called in to ask if the device can affect their bowel. Reviewed info. Patient said if they have stim turn up too high, they have a hard time having a bowel movement. Additional information was received from the patient. The patient called back repeating previously reported events with the device/ therapy and lack of therapeutic effect. Patient mentioned they have been working with their healthcare provider(hcp) and manufacturing representative(rep) and were discussing a lead revision to move the lead. Ps reviewed information. On 2025-oct-23 additional information was received from the patient. They reported that the device was removed on (B)(6) 2025.